Manufacturer narrative:
(B)(4): the device was returned for evaluation and upon review of the device, the complaint was confirmed for damage to tyvek sterile barrier. There was no patient harm.

Event description:
It was reported on (B)(6) 2021 that the device failed incoming inspection at the distributor for a broken sterile barrier. There was no patient involvement.